Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer reporting that the patient developed a huge infection when the device was implanted. The patient was miserable. It was noted ¿2½ hours away during business hours ,¿ unclear what this means. ¿stops,¿ the patient¿s leg and foot go into incredible spasms and they have no warning. The patient can¿t function without it working, but they also can¿t spend eight hours charging it to get five hours of it working. The patient thought it¿s nothing but device replacement surgery at this point.

Manufacturer narrative:
(B)6).

Event description:
Information was received from a consumer that a patient experienced complications and near death experience when getting the implantable neurostimulator (ins) implanted. It was noted that the battery was only 4x4x3/4¿ and 2 nodes run up spine are 3ft long, has to be a fix here; it is unclear what is meant by this.